Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an infusion set not being disconnected during the rewind/prime sequence event on (B)(6) 2026. The blood glucose level was low, and the patient was treated with carbohydrate intake candies. No further information available.